Event description:
It was reported that the trach tube cuff could not be inflated. The customer suspected there was an occlusion in the product. No patient injury or adverse affects were reported. No additional information is available for this complaint.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and two photos were received for evaluation. Visual and functional testing was performed. Visual inspection found tion line occluded was detected. Functional testing found the cuff won't inflate; the complaint was confirmed. The root cause of the reported issue was found to be assembly error. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the procedure by quality engineer on 18/aug/2022. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).